Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, nausea, dehydration, constipation, and diarrhea. It was not reported if the patient was hospitalized for the peritonitis event. The same day as peritonitis diagnosis, the patient was treated with injection vancomycin (1gm, stat, intraperitoneal, one dose) and injection ceftazidime (1gm, twice daily, intraperitoneal, discontinued after six days). Seven days after peritonitis diagnosis, the patient was treated with meropenem (1gm, twice daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. On an unknown date, pd therapy was put on hold and the patient shifted to hemodialysis (hd) temporarily. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.